Manufacturer narrative:
(B)(4).

Event description:
A catheter fracture was confirmed. A revision was planned. Additional information has been requested. A follow-up report will be sent if additional information becomes available.